Manufacturer narrative:
Other relevant device(s) are: brand name micra, model #: mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 10-jun-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced perforation through the right ventricular (rv) apex causing effusion and tamponade. A pericardiocentesis was performed and a large clot was noted to be in the right ventricle. Sternotomy was performed and a drain was used. The patient required surgical repair. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.